Event description:
It was reported that while on a pt, the ventilator was stuck in the inspiratory phase with the pump activated continuously. The ventilator alarmed and the pt was then removed from the unit. There was no reported pt injury. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(6).